Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/24/2026 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: what does "the suturing was very jerky" mean? Please provide additional details about the alleged deficiency. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. - please provide the source or name of person providing answers to follow-up questions: sutures are not ¿easy¿ to do as usual. The surgeon¿s gesture is therefore not ¿fluid¿ as when he makes sutures in conventional ways. There is more tension, break and do not slip at all easily which makes the gesture less fluid with jerks as if something were blocking. H3 investigational summary: the product was returned to ethicon for evaluation. One cannula with vicryl suture was received for analysis. Product code ej10c. The visual assessment of the product noted that the loop of the suture was observed open. The knot was positioned correctly and conformed according to the visual standard. A functional test was performed on the suture, the displacement was smooth and the knot is closed until the end. The product code ej10c contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Although no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. One cannula with vicryl suture was received for analysis. Product code ej10c. The visual assessment of the product noted that the loop of the suture was observed open. The knot was positioned correctly and conforming according to the visual standard. The cut mark between the cannula and plug was intact; however, the cannula hole showed evidence of damage (bending). A functional test was performed on the suture, the displacement was smooth and the knot is closed until the end. The product code ej10c contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Although no conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. System not functioning: the suturing was very jerky rather than smooth, posing a risk of injury to the patient. No patient consequences. Another device was used. Additional information was requested.